Event description:
It was reported that the tube needed replaced as it had a large hole in it. It was reported that the pt's stoma was very tight so the replacement tube was a size 16 rather than the original size of 20. The family was not happy with this so the reporter graded the pt up to a size 20 days (at home). It was reported that the pt is fine now.